Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced an event of infusion set fell off during use. The event occurred within two days of insertion. The blood glucose level was reported 280 mg/dl during the event. Patient replaced infusion set and resumed insulin successfully. No further information was available.